Event description:
Healthcare professional reported left side no complaint against the device and later reported capsular contracture baker grade ii-iii and scattered calcifications. Device has been explanted and discarded.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported left side no complaint against the device and later reported capsular contracture baker grade ii-iii and scattered calcifications. Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5., a.6.